Event description:
It was reported that on the screen of the pt programmer, a "doctor icon" was shown five different times. After interrogation, the message "therapy will be reinitialized" was presented. The settings returned to the factory settings. Two new pt programmers were used, but the problem persisted. Therefore, it was decided to replace the device. The pt outcome was reported as "ok".

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.